Event description:
The user facility reported that the sheath had partially separated from the hub during a peripheral angiogram with intervention and stenting procedure. Follow-up communications with the user facility confirmed: (1) procedure was almost complete, dr. Went to remove the 7fr destination guiding sheath from the patients groin and felt some resistance; (2) after applying more force to remove the sheath the dr. Felt it give and starting to notice bleeding from the access site; (3) the sheath had partially separated from the hub and the stainless steel coiling was frayed and stretched out and minimally connected the two pieces; (4) the procedure was completed; and (5) the patient recovered.

Manufacturer narrative:
(B)(4). The involved device was returned & evaluated by qa at the manufacturing facility. Both the sheath and dilator were returned for evaluation. There were no visual defects with the dilator. The sheath was noted to have been separated at the hub. Both the inner and outer layers had separated, exposing the coil beneath. The small section of exposed coil was noted to have been stretched. Inspection and testing on retain samples from the reported lot as well as the surrounding lots were conducted. A visual examination did not reveal any defects or anomalies and product performance specifications were met. A review of the device history record indicated that there were no production related problems from this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information provided by the uf and the investigation results, the reported issue was most consistent with the sheath becoming snagged on scar tissue, calcifications, or tortuous anatomy, causing the clinician to pull on the device, which then resulted in the separation of the sheath. The device labeling does address the potential for such an event in the instructions-for-use, which states: "advance or withdraw the sheath slowly. If resistance is met, do not advance or withdraw the sheath until the cause of resistance has been determined." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).